Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, the patient changed out the pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The pod data indicated no struggle to deliver insulin. The exact cause and timing of the cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 1.1.6 smartphone operating system: 18.5 smartphone hardware: iphone15.4 cgm sensor type: g7.